Manufacturer narrative:
The product was updated to sleek regular absorbency tampons and were verified part of the 2018 recall. New information: describe event or problem: product update to sleek regular, part of 2018 recall, model and UDI number, all manufacturers: updated contact office name/address, type of report: follow-up 1, follow-up type, results and conclusions code, recall, recall number. Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
This is a follow-up report. The product is u by kotex sleek, regular absorbency tampons that were confirmed part of the 2018 recall.

Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated the tampon fell apart. She is unsure if pieces are remaining. She experienced vaginal discharge. She stated she is planning to seek medical attention.